Manufacturer narrative:
The device was inspected and yellowish crystal was found inside the pebax. Magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action has been opened to investigate the issue of the sensor failure. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The yellowish material could be biological material since the pebax was damage allowing the material enter into the device. Manufacturer¿s ref (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a ¿force¿ issue occurred. It was reported that physician reported a ¿force¿ issue with the thermocool® smart touch® sf bi-directional navigation catheter. There was no patient consequence reported. The reported ¿force¿ issue is not MDR reportable since there is no risk to the patient¿s health that results from a procedure delay. On 12/1/2018, the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified ¿hypertonic connector no longer adhering to barrel. The clear pebax sleeve has yellowish crystal like material inside.¿ this finding was reviewed and assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/9/2019, a scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The issue of hole on the surface of the pebax has been assessed as an MDR reportable malfunction since there is evidence that the integrity of the catheter is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 01/09/2019 and has reassessed this complaint as reportable.